Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. All required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Needle retraction by button activation was performed at various stages throughout the process, all the inspections passed per specifications. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.